Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation.

Event description:
During an implant procedure, the patient's pulse was lost and he stopped breathing. The surgeon administered CPR and the patient recovered his pulse and breathing. The surgeon decided to explant the leads and abort the procedure. The patient has since been discharged from the hospital and is going well.